Manufacturer narrative:
A ge service representative performed an on-site investigation. The hard drive was reconfigured during the service call. There were one hundred images saved and retrieved without problem. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6600 system was intermittently saving black images. There was no pt injury reported.